Event description:
It was reported that on insertion of screw screwdriver shaft tip broke.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; a materials analysis performed on a previous similar investigation concluded that the tip fractured as a result of fatigue through multiple fracture origins. The plausible root cause of the reported event can be: "user applied overload which occurred over multiple uses" or "non-issue: device fatigue as a result of normal use."

Event description:
It was reported that on insertion of screw screwdriver shaft tip broke.